Event description:
On an unk date, a pt was implanted with a gore propaten vascular graft in an anterior tibial bypass. It was reported to gore that sometime after the surgery, the cell counts dropped and the pt was diagnosed with hit. Prior to (B)(6) post implant date, the anterior tibial bypass graft occluded. At an unk date, the leg was amputated below-the-knee. No further info is available.